Event description:
This spontaneous case was reported by a physician and describes the occurrence of pain in extremity ("nerve pain sensations to the left lower limb") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pain in extremity (seriousness criterion intervention required), depression ("depression") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain 20 kg"). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to depression, memory impairment, weight increased or pain in extremity. The reporter commented: two essure device samples were received with short removal questionnaire, lot number was unknown. Essure was removed due to nerve pain sensations to the left lower limb, weight gain 20 kg, depression, forgetfulness. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of neuralgia ('nerve pain sensations to the left lower limb') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced neuralgia (seriousness criterion intervention required), depression ("depression") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain 20 kg"). Essure was removed. At the time of the report, the neuralgia and depression outcome was unknown and the memory impairment and weight increased outcome was unknown. The reporter provided no causality assessment for depression, memory impairment, neuralgia and weight increased with essure. The reporter commented: two essure device samples were received with short removal questionnaire, lot number was unknown. Essure was removed due to nerve pain sensations to the left lower limb, weight gain 20 kg, depression, forgetfulness. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.